Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys vitamin b12 ii, elecsys vitamin d total iii, elecsys ft3 iii, and elecsys tsh results for one patient tested on a cobas 6000 e 601 module. Prior to patient testing, it was reported there was a variation in qc reports and linearity samples. The patient's initial results were not reported outside the laboratory. The customer performed repeat testing with the patient's sample. On (B)(6) 2022, the patient's initial results were vitamin b12 464.4 pg/ml, vitamin d 57.58 ng/ml, ft3 0.475 ng/l, tsh 1.87 uiu/ml. On (B)(6) 2022, the patient's repeat results were vitamin b12 254.8 pg/ml, vitamin d 38.36 ng/ml, ft3 0.355 ng/l, tsh 2.92 uiu/ml. The vitamin b12 reagent lot number was 51076301 with an expiration date of 30-oct-2022. The vitamin d reagent lot number was 58005501 with an expiration date of 31-jul-2022. The ft3 reagent lot number was 567499 with an expiration date of 30-nov-2022. The tsh reagent lot number was 58990501 with an expiration date of 31-dec-2022.

Manufacturer narrative:
The investigation reviewed the customer's ft3, tsh, and vitamin b12 calibration and qc results and the results were stable. The investigation found imprecision with the customer's vitamin d calibration and qc results. The investigation found the number of sample tube inversions after collecting the sample was low. It was reported the sample is inverted 3 times, and the recommended number of tube inversions was reportedly 8-10 times. The investigation reviewed the system's alarm trace and abnormal sample aspiration and sample probe movement alarms were found. The customer performed system maintenance, qc, precision testing, and repeated samples and the results were reportedly acceptable. Based on the provided information, the investigation did not identify a product problem. The cause of the event could not be determined.